Event description:
It was reported by service report that the cot is stuck in the up position. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
X-frame guard.